Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture (loc) on the right atrial (ra) lead channel. The physician opted to program the atrial pacing off. No adverse patient effects were reported. This system remains in service.